Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The 'keypad on some of the buttons dont work the on/off is the worst' was verified as intermittent functionality. The cause was determined to be the keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced keypad on some of the buttons do not work, the on/off is the worst. There was no patient injury or medical intervention associated with this event. No additional information is available.